Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged catheter had jagged or shredded edges. Description of the issue(s) observed: all described difficulty advancing catheter and jagged, or shredded catheter edges any patient impact or adverse events: patients required additional needle sticks.